Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The g2 field was corrected based on information available at the time of the initial report submission. Attempts to obtain more information from the customer regarding the event were unsuccessful. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The event can be prevented/detected by following the sections of the instructions for use: - evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. - evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) . Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii colonovideoscope had image problems. The event was found during maintenance. There was no patient harm associated with the event. The device was evaluated, and it was found that the jet tube had foreign material. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a scratch on the objective lens. In addition to foreign material in the jet tube due to insufficient cleaning, additional findings were as follows: air/water cylinder had no color; suction cylinder had discoloration; scope cover plate had peeling; due to wear of angle wire, bending angle in down direction did not meet standard value; and light guide lens had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.